Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 8 atmospheres, balloon ruptured. The device was completely from the patient's body and the procedure was completed with another emerge balloon catheter. No patient complications nor injury was reported.